Manufacturer narrative:
H4: the device was manufactured from september 7, 2022 - september 8, 2022. H10: the actual device was not available; however, three (3) companion samples were received for evaluation. The customer had prefilled the companion samples with the drug piperacillin/tazobactam (13.5 g) and saline solution (230 ml). A functional flow test was performed on the three (3) samples and the results did not meet product specifications. The samples were then tested with only dextrose solution (d5w) and the flow rate results were within the product specification range. Therefore, the reported condition of under infusion was not verified when tested with d5w however, it was verified on the samples that were prefilled with the drug solution. The cause of the condition could not be determined, however, a possible cause was the drug viscosity. As indicated in the product label, instructions for use, the following factors may affect the flow rate and be potential causes for an under infusion: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labeling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 13.5g plus citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.